Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ peripheral venous catheter needle through catheter while introducing catheter. The following information was provided by the initial reporter: ii have attached a photo above and as you can see the needle has gone through the plastic on both, this has happened on two occasions this morning.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 18-aug-2022. A device history review was conducted for lot number 1274822. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Our facility has received a photograph and ten representative samples to aid in our investigation. Our engineers noted that the photograph did display a catheter being punctured by the needle tip. The issue has been confirmed. Additionally, visual analysis and functional testing of the returned samples was not able to identify any abnormalities. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto rejected by the inline tip spear vision inspection system. Needle pierced through catheter could also happen during product application when the product was manipulated or during the needle cover removal if not done carefully. H3 other text : see h10.

Event description:
It was reported that 2 bd insyte¿ peripheral venous catheter needle through catheter while introducing catheter. The following information was provided by the initial reporter: ii have attached a photo above and as you can see the needle has gone through the plastic on both, this has happened on two occasions this morning.